Event description:
Philips received a complaint by the customer on the v60 indicating that there were several parts at the bottom of the stand that were damaged. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there were several parts at the bottom of the stand that were damaged. The remote service engineer (rse) provided the customer with the part number of the damaged parts to order and replace. The customer replaced base assembly, central processing unit (cpu) cover tray, thumbwheel, and bottom foot kit to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.